Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user thought they delivered a bolus and went on a hike. The user reported a blood glucose (bg) level of 450 mg/dl and stated that the insulin gauge did not decrease. The user addressed bg level by delivering a bolus, changing supplies, and delivering an additional bolus. Review of t:connect pump data verified that no irregularities with insulin delivery had occurred.